Manufacturer narrative:
Issue appears to be related to the patient's bone quality, which facilitated added forces being applied.

Event description:
Sales representative reported that two calaxo screws broke at the tip during insertion into the femoral tunnel. The broken pieces were able to be retrieved and another calaxo screw was used to complete the repair. A delay of 15 to 20 minutes was reported. Sale rep. Stated the surgeon first used a 7mm tap for a 6x25 screw and the screw broke. He then used an 8mm tap with a 7x20 screw and that screw broke also. Finally, he used an 8mm tap with a 7x25 screw and was successful. He mentioned that this was the 7th or 8th time that the surgeon has implanted these screws and this was the first problem experienced. The patient had extremely hard bone, which was likely the cause of this break. This surgeon likes the ratchet handle driver and the sales rep. States that this may have been a contributing factor as there was likely added forces applied. There was no patient injury noted.